Event description:
Asr revision.

Event description:
Revised for pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision. Asr xl acetabular system (left); asr xl acetabular system (right). Hip sides confirmed for products. Reasons for revision, revision and surgery dates confirmed. Stem added for right hip. Left hip information: 999800108 / 2585489; 999804956 / 2658057; 999890149 / 2715614. Implant date: (B)(6) 2008. Revision date: (B)(6) 2011. Reason for revision: pain. Right hip information: 999800105 / 2533287; 999804956 / 2397441; 999890149 / 2460896; l20311 / 2317064. Implant date: (B)(6) 2008. Revision date: to take place on (B)(6) 2014. Reason for revision: pain, metallosis, alval / soft tissue reaction.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This implant has not yet been revised. Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, asr xl acetabular system (left); asr xl acetabular system (right). 6/1 - update from (B)(6) 2011- added revision reason and hospital. Update received 22nd january, 2014. Revision date, surgery date, products and reasons for revision queried. Reply to query of 22nd january, 2014 received 29th january, 2014. Hip sides confirmed for products. Reasons for revision, revision and surgery dates confirmed. Stem added for right hip. Left hip information: 999800108 / 2585489, 999804956 / 2658057, 999890149 / 2715614. Implant date:(B)(6), 2008, revision date: (B)(6), 2011, reason for revision: pain. Right hip information: 999800105 / 2533287, 999804956 / 2397441, 999890149 / 2460896. L20311 / 2317064. Implant date: (B)(6), 2008, revision date: to take place on (B)(6), 2014, reason for revision: pain, metallosis, alval / soft tissue reaction. Update -entered manufacturing dates, received confirmation that revision has taken place. Taken from (B)(6) 2014.

Manufacturer narrative:
This implant is not sold in the u.s. To be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the u.s. At this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.